Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child has only 5 available electrode channels for stimulation, mostly in the apical range. No hearing sensation was evoked during stimulation of these high impedance channels. Hearing performance is affected. No trauma was reported. Clinic will consider re-implantation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. In addition, three channels have been left out of cochlea during implantation surgery. The device was explanted but has not been received for investigation yet.

Event description:
The child had only 5 available electrode channels for stimulation, mostly in the apical range. No hearing sensation was evoked during stimulation of these high impedance channels. No trauma was reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, three channels have been left out of cochlea during implantation surgery. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The child had only 5 available electrode channels for stimulation, mostly in the apical range. No hearing sensation was evoked during stimulation of these high impedance channels. No trauma was reported. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition three channels have been left out of cochlea during implantation surgery. Re-implantation was considered for september 2019, however no further information has been received yet.

Event description:
The child had only 5 available electrode channels for stimulation, mostly in the apical range. No hearing sensation was evoked during stimulation of these high impedance channels. No trauma was reported. As per latest information re-implantation was scheduled for (B)(6) 2019. No further information was made available.